Event description:
Patient obtained a blood glucose result of 127mg/dl while using the suspect device. Based on this result, patient reprotedly delivered 50 units of 70/30 insulin. Reporter indicated that , 1 hour and 45 minutes later, patient was exhibiting symptoms of hypoglycemia. Patient's bloos glucose was reportedly retested using the suspect device with a result of "hi" (>600 mg/dl). Based on patient's symptoms , reporter phoned emergency medical services for assistance. Upon their arrival, (time delay was not provided) patient's blood glucose was reportedly measured, on paramedics blood glucose monitor, with a result of 48mg/dl. Reporter stated that patient was treated with a glucose tablet, aftet which his blood glucose measured 96mg/dl ( on paramedics device). No additional treatment was received. Reporter was unable to provide any information about the test strips in use at the time of the event. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.